Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was confused on the set up of the purewick urine collection system. Representative offered to talk with patient through setting up the unit. It was noted that the patient had been using purewick products more than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was confused on the set up of the purewick urine collection system. Representative offered to talk with patient through setting up the unit. It was noted that the patient had been using purewick products more than 90 days.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the patient was confused on the set up of the purewick urine collection system. Representative offered to talk with patient through setting up the unit. It was noted that the patient had been using purewick products more than 90 days. Per additional information received via follow-up on (B)(6)2022, it was stated that the patient could not get the purewick urine collection system to work for them at all. Customer inquired about someone coming out to show them how to properly work the device.